Event description:
On (B)(6) 2022, the patient received the following results within 15 minutes: 470 mg/dl and 183 mg/dl. On (B)(6) 2022, the patient received the following results within 15 minutes: 190 mg/dl and 100 mg/dl.